Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 418 mg/dl. The customer stated that the insulin pump popped in the middle of a reservoir set change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.